Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that lead migration had not been confirmed yet due to issues scheduling the patient¿s MRI. The rep reported that the patient would be scheduled for an MRI on (B)(6) 2020 if the hospital received order clarification. The rep reported that on 2020-06-05 she has an appointment with her pain management provider to discuss the MRI results if completed. The patient was switched back to low density settings on (B)(6) 2020 and still reported stimulation in her legs. The issues had not been resolved at this time. No further complications were reported.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient had an appointment on the day of the report to review MRI results. The MRI was of the lumbar region only and showed nerve root compression at l2, stenosis, mild disc bulging l2-l3 and degenerative disc disease. The patient was fused from l4-s1. The rep reported that due to the MRI only showing the lumbar region, the position/level of the leads were not identified. The rep noted that an office x-ray was taken back in (B)(6) 2020 and was slightly difficult to read, but it appeared that the left lead was now at the bottom of t8 and the right lead was at the bottom of t10 and at implant both leads were mid t8. The patient was referred to a neurosurgeon regarding the lumbar issues that were identified in the MRI and to assess the lead migration. The patient was going to let the rep know when an appointment was scheduled. The rep reported that the patient still only reported stimulation in her legs and no back coverage. The issue was still not resolved. The rep noted that the patient reported that after her fall in december she began to have numbness and tingling in her inner and outer thighs, along with weakness in her legs. Since then, the numbness and tingling had progressed down to her feet. The symptoms remain when the stimulation was turned off. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 977a260, serial#(B)(6), implanted: (B)(6) 2018, product type lead, product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type lead, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on june 2, 2020. It was reported that the MRI was rescheduled for (B)(6) 2020 and the physician would review the results during a follow up appointment on (B)(6) 2020. Additional follow up will be conducted on or after (B)(6) 2020. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported that 4 years ago the patient had a series of blackout spells and falling and therapy was not working. The implant was explanted.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4) implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-nov-2022, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 15-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was that the patient requested reprogramming on (B)(6) 2020, as they had too much stimulation and tingling in their the manufacturer representative stated that the patient fell backwards and hit their back and right side when they stepped on a ball. It was noted that the issue occurred on (B)(6) 2019 and their stimulation felt different afterwards. The manufacturer representative performed an impedance check and found that electrodes 11 and 14 showed as ¿possibly open¿ and to avoid. It was noted that the impedance value measured at 40 ohms. When the manufacturer representative attempted to reprogram the patient, the highest they could get stimulation was in their low hips and some buttock, using the top of each lead. It was noted that the patient was using low density (ld) programming and was reprogrammed using high density (hd) settings. Using the top electrodes, the patient was able to feel stimulation in their bilateral hips, thighs, and knees. Additionally, it was reported that the patient¿s leads had moved. Prior to the fall, the patient reported good stimulation in their back. An appointment was scheduled with the patient¿s healthcare provider (hcp) on (B)(6) 2020 to review MRI results and lead placement. It was noted that the issue had not been resolved. No symptoms were reported. No further complications were reported/anticipated. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is spinal pain.